Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947m62 lead, implanted (B)(6) 2012..

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.